Manufacturer narrative:
(B)(4). Baxter medical assessment: due to lack of information this case is not currently assessable, and is being conservatively reported. Baxter is currently in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter to retrieve additional clinical details. No response was received. Baxter hayward completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review could not be performed as the batch number was unknown. No trend was identified. No further investigation is required. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This case will be kept on file for trending purposes.

Event description:
It was reported that the patient complains of pain after use of hemostatic product in lap cholecystectomy. Doctor had used 1-2 floseal along with 1-2 pieces of another hemostatic product in a lap cholecystectomy. The patient is now complaining of pain. There is a defect/abscess shown in imaging that is likely the product was left behind. Doctor's question is: can left behind product (combined with flowable gelatin) cause pain for a patient post-op?